Event description:
The pt reported that at 3:00 am in 2009 her blood glucose was elevated to 330 mg/dl and she bolused 2 units of insulin through the infusion device. A short time later e4 (occlusion) was displayed. She disconnected from the infusion site and insulin flowed from the end of the infusion tubing. She attached a new infusion site and bolused and insulin dripped from the end of the needle. She bolused 4 units of insulin and at 3:30am, her blood glucose measured 330 mg/dl. By 5:00am, her blood glucose measured 180-190 mg/dl. Her normal blood glucose range is 90-130 mg/dl. She changes the infusion site every 2 days and the infusion tubing every 6 days. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.